Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was noted to be depleting quickly. Subsequently, the pump shut off. Review of the pump history by tandem technical support showed that the battery gauge dropped form 20% to 5% in 9 minutes. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
(B)(4)